Manufacturer narrative:
(B)(4). Batch # 436a18. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did staples deploy on either side of the cut line? Was buttressing material used? Was there tissue movement noticed during firing? Were any unusual noises during the firing sequence? Was there the possibility of clips within or near the device during firing? Additional information: this is an analysis of eight photos submitted to ethicon endo surgery for evaluation. Upon visual inspection of the photos: during inspection of the first and second photos it was observed a piece tissue with a staple line applied and one malformed staple was observed during the assessment. In the remaining six photos it was observed different surgical instruments and suture with significant bleeding inside of the body cavity. Based on the photos the event described could not be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with one ecr60d reload present. The reload was received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device lot and batch number, and no non-conformances were identified.

Event description:
It was reported that the ecr60d was fired as a second reload on the stomach, the knife advanced with no staplers on the tissue, it was shown on the stomach that the staplers are not fired and the knife advanced by itself, plee60a was used. After suturing the tissue, the surgeon inserted a drain, and the patient will be imaged after 48 hours.

Manufacturer narrative:
(B)(4). Date sent: 6/23/2022. Additional information requested and the following was received: 1. Did staples deploy on either side of the cut line?: no. 2. Was buttressing material used? : no. 3. Was there tissue movement noticed during firing?: no. 4. Were any unusual noises during the firing sequence?: no. 5. Was there the possibility of clips within or near the device during firing?: no.